Event description:
It was reported that during the implant of the ventricular lead the patient developed cardiac tamponade due to perforation of the heart. Pericardial drainage was performed. The procedure was completed successfully. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.